Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, itc protime: 2.5. Inratio: 1.8. Patient tested at his doctor's office using the itc protime, then using the inratio meter. Tests were completed within 30 minutes of each other.

Manufacturer narrative:
Investigation pending.